Event description:
It was reported that during a prostate procedure, the laser beam disappeared and the fiber tip had detached inside the pt at 102,539 joules. The fiber cap was retrieved, method of removal is unk. There was no indication or report of any part of the device remaining inside the pt. A second fiber was used to complete the case. No pt injury was reported.